Event description:
The customer reported that .2 ml of blue fluid leaked from the coulter lh 780 hematology analyzer while cleaning probe. Probe wipe errors and low vacuum drift errors were received. The leak was not contained within the instrument. Customer stated that she has had intermittent probe wipe issues. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe wipe was getting stuck during travel and replaced the probe wipe assembly to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).